Event description:
Per the clinic, the patient experienced a loss of fixture due to suspected loss of osseointegration.additional information has been requested; however, no further information was made available.this report was filed, (B)(4), 2013.

Manufacturer narrative:
(B)(4).